Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer did not feel that the pump was delivering the insulin properly and as a result, may have over-delivered the insulin. The customer also thought that the auto-off alarm was not working properly as it wasn't triggered despite not interacting with the pump for over 16 hours after it was disconnected. The contact reviewed the pump history confirming that multiple, intermittent occlusions and auto-off alarms had been received. There was no reported impact to the customer's blood glucose level. As the reported events had occurred in the past and the supplies to the pump had been changed, troubleshooting to determine a cause, was unable to be performed.